Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim patient was implanted for frequency and reported that it has been kind of up and down in terms of how its working since they got the device and so they had it adjusted. After implant patient was on p1 and has it set at p2 but it was more intense feeling but healthcare professional was able to turn it down to 1.6v and it helped. Patient then stated that at night they set it up to 2.4v and it kind of helped more for a few day but then within the week that stated having some issues where it almost seemed like an infection because they had urgency . Patient also stated that it was a lot of leaking and not burning with an infection and it more like dribble and it will come out when they did not want it to and its almost worse. The healthcare provider(hcp) figured out that it was an infection and some skin infection too from the dampness and all this was about a week and a half ago and that was cleared up (resolved) and device was set at p2 at 106v. No further complications were noted or anticipated.¿ additional review indicates this information was reported as a duplicate. Any additional information related to this event will be reported under MFR report #3004209178-2017-20186.

Manufacturer narrative:
Regulatory report relating to other ins device: 3004209178-2017-20186.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim patient was implanted for frequency and reported that it has been kind of up and down in terms of how its working since they got the device and so they had it adjusted. After implant patient was onp1 and has it set at p2 but it was more intense feeling but healthcare professional was able to turn it down to 1.6v and it helped. Patient then stated that at night they set it up to 2.4v and it kind of helped more for a few day but then within the week that stated having some issues where it almost seemed like an infection because they had urgency . Patient also stated that it was a lot of leaking and not burning with an infection and it more like dribble and it will come out when they did not want it to and its almost worse. The healthcare provider(hcp) figured out that it was an infection and some skin infection too from the dampness and all this was about a week and a half ago and that was cleared up (resolved) and device was set at p2 at 106v. No further complications were noted or anticipated.